Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after hours of adjustment to the right ventricular (rv) lead during implant, the threshold was always high. The lead was capped and replaced. No patient complications have been reported as a result of this event.